Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. During preventive maintenance (pm), tf5002 occurred during test 6 of the test procedure. Testing continued through tests 7 and 8, but test 8 could not be completed due to abnormal pressure behavior. During the ptank check, the circuit pressure continuously increased and did not return to baseline as expected. When the mixer gain test was initiated, the pressure oscillated only between 202¿205 mbar, and the measured o2 concentration rose above 90%, despite the setting being 21%. It was initially suspected that an incorrect potentiometer adjustment may have been performed during the zero calibration completed on 29 november 2024. The full test procedure was restarted from the beginning; however, the same failure occurred during test 8. This confirmed that the issue was not related to an incorrect calibration adjustment. Further troubleshooting identified a failure of the mixer valves. The mixer valve assembly was replaced, after which an additional issue was detected involving an active ambient valve block failure. This component was also replaced. Following replacement of the mixer valves and the ambient valve block, all required tests were successfully completed, and the device was subsequently returned to use.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description:: "biomed was completing preventive maintenance when they received error 5002 on test 6, they proceeded to test 7 and 8. They were unable to get past test 8. The ptank check was not possible as the pressure continues to climb and does not decrease. When mixer gain is selected the pressure only cycles between 202 mbar and 205 mbar. During this the o2 climbs well above 90% despite being set to 21%."